Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007: the patient was preoperatively diagnosed with l5 spondylolysis. L5/s1 spondylolisthesis and stenosis and underwent the following procedures: l4/5 and l5/s1 decompressive laminectomies and bilateral facetectomies. Right l5/s1 transforaminal interbody fusion with a 10 x 22 mm cage, bmp and morcellized bone graft. L4-s1 segmental posterolateral fusion with pedicle screw fixation, morcellized bone graft and bmp. Local bone autograft harvesting. Single incision posterior 360 degree lumbar fusion.